Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube spring. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, crack on display window, corroded battery tube, and minor scratches on display window were noted. No crack on lcd screen was noted.

Event description:
The customer reported via phone call that the insulin pump will not turn on. She woke up that morning and the screen was completely blank. Customer's blood glucose level was 230 mg/dl. The insulin pump had a crack on the lcd screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.